Manufacturer narrative:
Manufacturer will be submitting separate report for other cases of re-operations mentioned in the publication. No information is available about identification of the device at the moment. Manufacturer held a meeting with dr. (B)(6) on oct 04, 2016 with following discussion: dr. (B)(6) said that freedom from svd seems now even better than what resulted from the kaplan-meier analysis and cannot be fairly compared with what published so far on the mitroflow small sizes. Dr. (B)(6) thinks that the real problem lays on the small annuli more than the valve model itself (as also mentioned by prof. (B)(6) with regard to trifecta during the (B)(6)): shear stress and turbulences are worse than in bigger annuli. He acknowledges that in the past mitroflow was largely abused in patients with small annuli, where root enlargement was not an option. In small annuli, there is the actual risk of deforming the stent during implantation (pushing the valve deep in a very small area with relevant damage of the pericardium and deformation of the stent).

Event description:
The manufacturer was notified on 28 september 2016 about a publication which mentioned about the following: early mortality - 3 cases of early mortality which were potentially mitroflow valve related; late mortality - 23 cases of late mortality which were considered valve related where 4 cases of death were considered related to svd please see attached publication for more details. Pii: s0022-5223(16)31130-8; doi: 10.1016/j.jtcvs.2016.08.063; reference: ymtc 10880; to appear in: the journal of thoracic and cardiovascular surgery; received date: 2 november 2015; revised date: 26 august 2016; accepted date: 30 august 2016.